Manufacturer narrative:
Angina and occlusion, as listed in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. Angina, occlusion and hospitalization are listed in the no fault risk assessment as known post procedural complications. It appears that the angina is a secondary effect of the reported occlusion which was treated with medication and required hospitalization. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated 2nd ob mar with a xience v stent. In 2009, the pt presented to the emergency dept with complaints of chest pain for three hours which responded to sl ntg. A functional study was inconclusive. Cardiac catheterization revealed that the previously stented om2 was 100% occluded at its origin. Intervention was not possible. The pt was discharged to home on the same day, in stable condition and on medical therapy. There is no add'l info available.